Manufacturer narrative:
This report is being supplemented to provide additional information regarding the reported event. The root cause of the suggested event could not be conclusively determined. From the investigation, it is presumed the suggested event was not due to the scope itself. Though the detected liquid is unknown, chemical used on procedure or reprocessing may have remained in the channel. Performance of reprocessing can be secured by conducting inspection and reprocessing in accordance with instructions for use (IFU). Therefore, it is presumed the suggested event was due to reprocessing conducted by the user. Probable factors to cause are reprocessing was not conducted right after the procedure, insufficient rinsing during reprocessing and so on. Per the product¿s IFU(operation manual): "inspection of the instrument channel: insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end". Per the product¿s IFU(reprocessing manual): "1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators. Brush the channels: be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk". Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and the biopsy channel was found to be clogged. Additionally, there was the inability to pass through the distal end side of the brush passage. These are determined to be reportable malfunctions. The cause cannot be determined at this time, if additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported there is a leak on the biopsy channel of the device. No additional information is available at this time.